Manufacturer narrative:
Philips fse confirmed customer problem, unit will not power on. Replaced motor controller, power management and cpu at the same time. Power on unit, unit power on ok. No check vent in-op found. Power management board installed. Performed complete performance verification test, per service manual instructions, unit passed all test successfully. Unit ready for patient use.

Event description:
The customer reported that the ventilator will not power on. There was no reported patient involvement.

Event description:
The customer reported that the ventilator will not power on. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.